Event description:
Reported due to infection. In 2004 the physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. The pt presented to the hosp 4 days later with complaints of fever, chills and right groin pain. An ultrasound was performed and was negative for a pseudoaneursym. The pt's white blood cell count was elevated and wound cultures were positive for staphylococcus aureus. While in the hosp pt was put on intravenous antibiotics. The pt was discharged to home ten days later and is reported to be doing well.